Event description:
Correction: the customer reported that the coulter lh 780 hematology analyzer generated zero results for rbc apertures and no hemoglobin (hgb) results.

Manufacturer narrative:
The fse did not observe a leak and could not confirm any issues with hgb results.

Event description:
The customer reported the coulter lh 780 hematology analyzer did not generate red blood cell (rbc) results and a contained clear fluid leak of approximately a half (0.5) ml from the coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment consisting of gloves, glasses, and laboratory coat when the issues occurred. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found the three way pinch valve (vl11) was not activating. The fse replaced the three way pinch valve vl11 and the solenoid 11 (sol11) in manifold 9 (mf9) which controlled valves vl11a and vl11b for the rbc count. After the repairs, the instrument ran without any leaks and the instrument generated rbc results. The repairs were verified per established procedures. (B)(4).